Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? On what body part and tissue was the silk suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Please specify what is a ¿symptomatic treatment with postoperative infusion¿, for what reason was it given and when? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Other relevant patient comorbidities/concomitant medications? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please specify. Were any cultures performed? Results? Was any re-suturing required? If yes, when and what was used for re-suturing? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a lipoma excision surgery on (B)(6) 2020 and the suture was used. It was reported that symptomatic treatment with postoperative infusion was given. The patient was discharged from the hospital on (B)(6) 2020. On (B)(6) 2020, the patient experienced post-op inflammation with erythema. Routine disinfection, alcohol wet compress and oral anti-inflammatory drugs were prescribed, daily dressing changes were ordered to observe the wound changes and timely removal of exudates. The suture was removed on (B)(6) 2020. Two days later, all the symptoms disappeared at the time of re-examination. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 01/25/2021. The device history records reviewed, and no issue found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 02/04/2021 additional information was requested, and the following was obtained: please specify what is a ¿symptomatic treatment with postoperative infusion¿, for what reason was it given and when?--- it was given after the surgery of lipoma resection. Other information is unknown. What is the patient¿s current status?--- the patient's wound recovered well on (B)(6) 2020. There was no follow-up report on any adverse consequence. The following information was requested, but unavailable: were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Other relevant patient comorbidities/concomitant medications? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please specify. Were any cultures performed? Results? Was any re-suturing required? If yes, when and what was used for re-suturing?. What is physician¿s opinion as to the etiology of or contributing factors to this event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.